Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h6: impact code. Additional information - h6: method and results, h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(4) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to reviewed as the product was not returned and the serial number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(4) medical will continue to monitor for trends.

Event description:
It was reported on a maude event report the patient stated that when she position the strap around her calf the pain she felt awoke her from her sleep and she could not walk due to pain below her knee. She also reports that the patches that attached to the electrodes don't stick and she has received replacement patches from the patient care advocate. Reporter states that she was "advised by them to report to the FDA the problems that she has had with this device". The reporter also request that if anyone needs to call her including the manufacturer that they only call her after 1:00 p. Pacific time. Additional information received from reporter on 11/14/2020 for mw5096248: as requested, the night I strapped transmitter to just above calf (to avoid sliding down) I awakened to excruciating pain just below knee on side of left leg, and couldn't even walk on it that day since. Same has happened for an hour or two about every 10 days or so. The spinal pak device was not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2020. Concomitant medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported on a maude event report the patient stated that when she position the strap around her calf the pain she felt awoke her from her sleep and she could not walk due to pain below her knee. She also reports that the patches that attached to the electrodes don't stick and she has received replacement patches from the patient care advocate. Reporter states that she was "advised by them to report to the FDA the problems that she has had with this device". The reporter also request that if anyone needs to call her including the manufacturer that they only call her after 1:00 p. Pacific time. Additional information received from reporter on 11/14/2020 for mw5096248: as requested, the night I strapped transmitter to just above calf (to avoid sliding down) I awakened to excruciating pain just below knee on side of left leg, and couldn't even walk on it that day since. Same has happened for an hour or two about every 10 days or so.